Event description:
The device was returned to the manufacturer after being explanted with no information. The device subsequently tested out of specification. Follow up information revealed that the device had triggered the elective replacement indicator (eri). No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. The event occurred outside the us. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(4) the device was returned, analyzed, and the device failure disappeared during analysis.